Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown osteonics cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Surgeon revised left acetabular cup due to dislocation and pain. Primary was done approximately 15 years ago. Surgeon noted primary cup was implanted with high angle.